Manufacturer narrative:
The device was received for evaluation, however the investigation is still pending.

Event description:
The event involved a plum 360 where it was reported that on the night of (B)(6) 2021, the pump was programmed on line b to infuse chemotherapy. Following the infusion of the chemotherapy drug, line a is flushed at the same rate to allow the infusion to complete. The following morning the chemotherapy bag was still full and had not been infused. The infusion was to have started at 22.35. There was patient involvement as the event was noted during infusion but there was no report of harm.

Manufacturer narrative:
Received the actual device for testing. There was no therapy found in the log to have been started at the reported time of 22.35 on (B)(6) 2021. The analysis performed focused on therapies starting at 20:01 and 22:48 on 19-11-2021. Although, line b was programmed as a concurrent therapy, there was no therapy active on line a while line b was programmed to deliver. The customer¿s complaint was not confirmed. The pump appeared to have behaved as designed. The device completed the full performance verification test (pvt) without issues. The complaint was not confirmed through testing or through an alarm¿s logs review. No probable cause could be determined as the device completed all testing.